Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.25mm x 15mm apex balloon catheter was advanced for dilation. However, during first inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a coronary artery. A 3.25mm x 15mm apex balloon catheter was advanced for dilation. However, during first inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. It was further reported that this is the same device reported in emdr #2124215-2022-37574.